Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance, it was observed that the device's accept button is not functional. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the part number for the switch printed circuit board assembly to resolve the reported issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.